Event description:
It was reported by the rep that the (1) hp052 was used during an unknown procedure. It was reported that the handpiece gave a solid tone when activated with blades or test tip attached. The case completion was not reported. There was no pt consequence. 7/17/2000 additional info received: the case was completed with another device.